Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the saphenous vein graft to the right coronary artery. A 3.0x12mm nc trek balloon dilatation catheter was pulled for treatment. After opening the chipboard box, a same size regular trek was found instead of a nc trek. The trek balloon was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported device marking issue/labeling problem appears to be related to operation circumstances of the procedure. It is likely that a mix-up occurred at the hospital during a previous procedure. The 3.00x12 nc trek rx and 3.00x12 trek rx devices were pulled off the shelf and opened for use in a previous surgical procedure. The 3.00x12 trek rx device was removed from the original packaging but not used and accidently placed inside the 3.00x12 nc trek rx pouch and chipboard box at the end of the procedure, then inadvertently placed back on the shelf. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.